Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Didn't get injured [no adverse event]. Bundle of bristles and its base suddenly came off...metal on the top of the replacement brush head was loose - oral-b [device breakage]. Case narrative: consumer via phone stated that the metal on the top of the replacement oral-b toothbrush head was loose and a bundle of bristles on the base suddenly came off. They didn't get injured. No injury was reported.

Event description:
Didn't get injured [no adverse event] . Bundle of bristles and its base suddenly came off. Metal on the top of the replacement brush head was loose - oral-b [device breakage] . Product counterfeit - oral-b [product counterfeit] . Case narrative: consumer via phone stated that the metal on the top of the replacement oral-b toothbrush head was loose and a bundle of bristles on the base suddenly came off. They didn't get injured. No injury was reported. (B)(6) 2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
(B)(6) 2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.